Event description:
During a wpw procedure, the sheath separated in the left atrium after transseptal puncture. The sheath appeared fine when inserted, however, once fluoroscopy was used the fracture was seen. To avoid losing the fractured distal tip inside of the left atrium, a stiff wire was inserted to hold it in place while inserting a balloon catheter to secure the broken portion of the catheter. This technique was used to remove the entire sheath threw the septum and out of the patient. There was a piece that came off at the insertion site as the balloon was deflated and removed. Forceps were used to obtain the piece and remove it from the patient. The physician then believed all the parts of the catheter had been appropriately removed and continued to replace the sheath and complete the mapping and ablation portion of the procedure. The patient remains stable.